Event description:
Customer reporting 2 alleged false positive sars results. Customer states they received a negative result on another brand antigen test. No confirmation testing was performed. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: . A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: can not determine. Source: phone.